Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, migration occurred. The target lesion was located in the right internal carotid artery. A 7 x 40mm x 160cm wallstent-uni endoprosthesis was deployed at the target lesion. After deployment the stent "slipped towards the primitive carotid". No further patient complications were reported and the patient's status is listed as stable. Additional information has been requested and is not available.